Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU department. The insertion site is not available. "When removing the guide it loses its original form". As a result, the device was removed and replaced successfully. Medical/surgical intervention was not necessary. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.